Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4)-incomplete. The lot number is not currently available. Without a lot number the device history records review could not be completed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device was received and inspected. The complaint was confirmed. The slotted guide was separated from the handle of the device with no other visual anomalies present. The device is reusable, and the lot number suggests that the device is 2 years old. Therefore, a potential root cause for the reported failure is fair wear and tear after reusing the device. However, given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's gryphon slotted fishmouth guide shaft broke off from the handle. The sales rep did not know how this happened. The sales rep stated that no debris was created and nothing fell into the patient. The case was completed with a sawtooth guide with no patient harm or delay. The sales rep was not present for the case and could not provide any additional information. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.